Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6)2020. Quality controls were within range, showing no indication of a reagent of instrument issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the sample probe voltage was misadjusted. The probe as adjusted. Controls and precision studies were performed; the results were excellent.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t gen. 5 stat assay on a cobas 8000 e 602 module. The sample from the first patient initially resulted with a troponin t value of 8 ng/l and this value was reported outside of the laboratory. The result was questioned, so the primary tube of the sample was repeated, resulting with a value of 52 ng/l. The repeat result was believed to be correct and a corrected report was issued. The sample from the second patient initially resulted with a troponin t value of 8 ng/l on (B)(6) 2021. The sample was repeated, resulting with a value of 23 ng/l. This repeat value was believed to be correct and was reported outside of the laboratory. On (B)(6) 2020, both the aliquot tube and primary tube of the sample were repeated. The aliquot tube repeated with a value of 23 ng/l and the primary tube repeated with a value of 31.2 ng/l. The reporter noted that the primary tube was cold when the repeat measurement was performed. The troponin t reagent lot number was 45954601, with an expiration date of 31-jul-2021.